Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were persistent small r waves on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.